Manufacturer narrative:
The sl-10 microcatheter was not returned. The microcoil system was returned cleaned. Located proximally 16.0cm off the distal tip of the green introducer, the dpu/coil protr-udes out of the sheath for the remaining proximal length to the resheathing tool. There is not mechanical sheath damage at the protrusion point of the coil. Located 53.5cm off the proximal end of the sheath, mechanical sheath damage was found resulting in an opened skive. This damage pattern has been associated with the resheathing tool. The coil has been unraveled out of the soldered section. This required excessive force. The distal end of the outer sheath has areas of compression. Except as noted, the remainder of the coil is undamaged the coil was returned severely damaged. There are two possible contributing factors to the root cause. The primary contributing factor occurred when mechanical sheath damage caused the skive to open which allowed the device positioning unit (dpu) and coil to protrude outside the sheath. The resheathing tool was found to have been a contributing factor to this damage. In this condition; significant resistance will occur during coil advancement. The exact circumstances of how this damage occurred cannot be determined. The secondary contributing factor to the root cause may have been due to distal interference inside the microcatheter. This resistance may have also caused the dpu and the coil to protrude outside the sheath. The source of this interference; whether fixed or of a detached nature cannot be determined; in addition; without the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the physician tried to use deltapaq 3x6. But the deltapaq 3x6 didn't advance through excelsior sl10 microcatheter. She removed deltapaq and chose another coil. The procedure was successfully done. Failure analysis found that the coil was unraveled out of the soldered section.